Event description:
It was reported to medtronic minimed that the customer¿s insulin pump had a crack on the battery compartment and medtronic logo in the screen. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed. Customer reported that the pump functionality was affected due to damage. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Unable to download history files/traces using thump and unable to upload using carelink due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, corroded force sensor, corroded motor home switch and corroded keypad flex traces. Found a corroded battery tube during visual inspection. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump did not have a battery installed when received. The battery cap had corroded contact. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: a small crack on the display window, scratched case, pillowing keypad overlay and stained keypad overlay. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 6/9/2025 due to flashing medtronic logo on a related svn (B)(6). Unable to perform the history review 1 week prior to the 6/9/2025 due to flashing medtronic logo on a related svn (B)(6). Unable to perform the functional test due to flashing medtronic logo. Unable to confirm alleged high bgs. Display anomaly-flashing mdt logo confirmed during analysis due to corroded pcba 2. Upload error confirmed (unable to download history files/traces using thump and unable to upload using carelink due to flashing medtronic logo). No current code/category unknown (svn (B)(6) hospitalized for alleged high bgs). Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.